Event description:
It was reported that catheter entrapment on guidewire occurred. The 99% stenosed target lesion was located in the severely tortuous and moderately calcified distal left circumflex artery. Following pre-dilatation of a 3.0x6 non-bsc balloon catheter, a 2.75 x 20mm synergy xd drug-eluting stent was advanced; however, the device was stuck with the guidewire and could not be moved. Remedial intervention was performed and the device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported.